Event description:
Ventilator 39032 displayed incorrect exhaled volumes with no inhaled volumes when connected to patient. Patient was placed on a new ventilator. Ventilator was taken out of service for eval. No harm to patient.